Event description:
An implant card was received to the manufacturer indicating the patient had prophylactic vns generator replacement surgery performed on (B)(6) 2012. Follow up with the explanting hospital revealed the generator was discarded after the surgery. All further attempts to the reporter for information regarding the increased seizures have been unsuccessful to date.

Event description:
Reporter indicated a vns patient was having increased seizures. Medication was adjusted, and prophylactic replacement of the vns generator appears likely. The patient has had a surgical consult, but surgery has not occurred to date. Attempts for further information are in progress